Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had high blood glucose all day today. Customer's blood glucose was 500 mg/dl. Customer stated that he had put the set in the wrong way and thinks that is why his blood glucose has been high. Customer changed the set today, set a temp basal rate, and gave himself an injection. Customer stated that his blood glucose has come down. Customer did not want to troubleshoot and will call back later since he does not want to take it off until he is feeling better.